Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (low flow alarms, bleeding, right heart failure, multisystem organ failure, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files were submitted and no product was returned for evaluation. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The hm3 lvas instructions for use (IFU) lists bleeding and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The IFU also provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The patient's previous pump exchange was reported in MFR. Report # 2916596-2020-03674. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Following a pump exchange, the patient had a centrimag placed for right ventricular failure. The patient received large amounts of blood and was doing poorly overall. The patient went back to the operating room on (B)(6) 2020 for bleeding. No source was found for the bleeding. Low flow alarms from the left ventricular assist device (lvad) and right ventricular assist device (rvad) were noted on (B)(6) 2020. The patient was in pulseless electrical activity (pea) generated from the pacemaker implantation (ppm) when the vad coordinator arrived. The family was at the patient's bedside and agreed to turn off all life-supporting devices. The patient expired on (B)(6) 2020.